Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had a loss of efficacy of stimulation, return of incontinence, and her implantable neurostimulator (ins) stopped. It was unknown what led to the event or how the issue was identified. No diagnostics/troubleshooting were performed. The ins was reprogrammed and the issue resolved. The event was assessed by the investigator as not serious, related to the device, and not related to the procedure. Relevant medical history includes fecal incontinence due to peripheral neuropathy since 2011. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the neurostimulator was not stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported on behalf of the clinical study that the patient did not have any pain. No further complications were reported.